Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required reintervention could possibly be related to patient anatomy, valve positioning or implant technique. Implant technique is often dependent on patient anatomy. Paravalvular leak is a potential adverse event per the corevalve IFU. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. Potential factors that can influence the presence paravalvular leak include calcification levels in the native vessel and compliance of the aorta and native vessels. Per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported clinical observation cannot be confirmed but may be related to the patient¿s pre-existing conduction defects. The procedure was successfully completed with no adverse patient effects reported. The root cause for this report could not be established from the information available. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed ventricular fibrillation, atrio-ventricular (av) block and complete heart block (chb). The patient had pre-existing right bundle branch block (rbbb). Moderate/severe paravalvular leak (pvl) was noted due to an implant depth greater than 12mm. A 25mm balloon aortic valvuloplasty (bav) was performed to ensure complete expansion of the valve frame, and a second corevalve was implanted valve-in-valve, resolving the pvl. A permanent pacemaker was implanted with no adverse patient effects. Due to calcification of the common femoral artery (cfa) the proximal superficial femoral artery (sfa) was accessed. After surgical closure of the access site, significant stenosis of the proximal sfa was noted. This was resolved with stent graft placement. The patient was monitored and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.